Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized low blood glucose readings, motor error alarm, off no power anomaly and high readings. The customer's blood glucose reading was 30 mg/dl. The customer treated with peanut butter sandwich and chocolate milk shake. The customer's blood glucose went up to 50 mg/dl. The customer reported the drive support cap to be normal. The customer also reported motor error in the alarm history. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.